Event description:
Complainanat alleged that during a routine shift check by a clinician, the device displayed "defib fault 79," "defib disabled," and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.